Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This ra lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead exhibited high in threshold due to patient condition. Furthermore, there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold. This ra lead was surgically abandoned and was replaced. No additional adverse patient effects were reported. Additional information was received indicated that the cause of high pacing threshold was patient condition.